Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance during diagnostic testing an office visit. It is unknown if there was any patient manipulation or trauma at the device site that could have contributed to the reported event. Good faith attempts to obtain additional information regarding the reported event are currently underway. The device has been programmed off as a precautionary measure.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.